Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter displayed inaccurately high results compared to both another meter and to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient claimed that the subject meter was reading inaccurately on (B)(6) 2019, when he obtained a blood glucose result of ¿180 mg/dl¿ which he considered high compared to his feelings and to a result of ¿130 mg/dl¿ on an emt meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. Similarly, meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin pump therapy. He denied making any changes to his usual management routine as a result of the alleged issue. He reported that at an unspecified time (not known if this was before or after obtaining the reported result on the meter), he ¿passed out¿. He stated that he was unsure if this was due to the perceived inaccuracy with the subject meter. He reported that he was in hospital for 3 days. The exact treatment that the patient received while in hospital was not specified, but the patient did mention that he had ¿wires and tapes¿. He indicated that a blood glucose result had been obtained on the hospital meter, but he did not know this result. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that he had used an approved sample site to obtain the blood samples and he described the correct testing steps. However, the cca also noted that the patient¿s test strips had expired in november 2018, invalidating results on the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom which may be suggestive of a serious injury adverse event while using the subject meter. Although the patient¿s test strips had expired and the reported symptoms may have occurred prior to obtaining the alleged inaccurate result, the subject meter could not be ruled out as a cause or contributor to the event.